Event description:
Event description cpi received information that this selute lead was removed from service due to an impedance of >2000 ohms, increased pacing threshold and low p-wave. At the replacement procedure a break near the connector was found.